Manufacturer narrative:
Batch review performed on 24 july 2018; lot 177148: (B)(4) items manufactured and released on 02 march 2018. Expiration date: 2023-02-21; no anomalies found related to the problem. To date, (B)(4)items of the same lot have been already sold without any similar reported event.

Event description:
During a primary hip the femur fractured. It is unknown if the fracture occurred during the trial phase of the final implantation. The surgeon added cables to stabilize the fracture. The surgery was completed successfully.